Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "while performing a blood collection on a patient, after I removed the needle from the patient I was closing the needle using the safety guard lock and it broke off. The dirty needle scraped my left thumb and broke the skin. The broken plastic piece ( needle cover ) fell to the floor."

Manufacturer narrative:
After additional review, this MFR# 1024879-2022-00569 should be considered canceled. This submission is a duplicate of a previously reported event. MFR # 1024879-2021-00247.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "while performing a blood collection on a patient, after I removed the needle from the patient I was closing the needle using the safety guard lock and it broke off. The dirty needle scraped my left thumb and broke the skin. The broken plastic piece ( needle cover ) fell to the floor."